Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right atrial (ra) lead had dislodged, exhibited placement difficulty and sensing issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.